Event description:
The lay user/patient contacted lifescan in 06/2006 and alleged that her one touch ultra meter kept giving the error four messages. The pt reported that she went on an endurance bike ride for 85 miles in 98-degree weather. She arrived home and rec'd the error 4 message on the subject meter when she attempted to test her blood glucose. She thought that her glucose may be high and adminstered 3 extra units of insulin (humalog). Her diabetes medication regiment is not provided and it is not clear as to how much total insulin she administered. She then went to the grocery store. When she came home, she felt symptoms of hypoglycemia (felt hot and dizzy). She was unable to test on the subject meter. Her backup meter (brand unknown) gave her readings of "10, 12, 15". The pt stated that her backup meter did not seem to be working either. At the time of troubleshooting, it was verified that the pt's testing technique was correct and that the condition of the test strips was good. The meter was not exposed to temperature outside of the acceptable range. She was asked to retest with a new vial of test strips, but the issue persisted and the error 4 message appeared on the display. This complaint is reported because the meter failed to provide an actionable result at the time the pt was experiencing symptoms. Since she was unable to test on the meter, the pt took extra units of insulin and experienced symptoms after that. The meter issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it.